Event description:
On (B)(6)2012, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported power cords with damaged sheathing. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).